Event description:
Customer reported workstation locked up and all of the mainframe leds were on with blocks across the screen. The system would not fluoro. Technician rebooted system and was able to complete the case with the same system. No patient injuries were reported.

Manufacturer narrative:
The service rep was unable to duplicate the problem. He downloaded the error logs and found many communication errors. He pulled the cpu pcb and noticed on board capacitors where leaking. He ordered single board computer upgrade in 2007, the service rep installed the single board computer upgrade. System interface board was defective, ordered new pcb. In 2007, the rep installed a system interface pcb and verified proper operation of system.